Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: "the device associated with this report was not returned for evaluation. The investigation could not draw any conclusions about the reported event without the device to examine. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. H10 additional narrative: corrected; d4 (expiration date). The reported expiration date (d4) in the previously submitted report is now being retracted, as the device involved is an instrument.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that as the surgeon was impacting the attune s+ tibial baseplate into the tibia using the black fixed bearing tibial secondary impactor, the impactor split in half. No surgical delay.